Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652). The involved device and sling were removed from service and inspected by the arjo representative. No malfunction of the lift was detected. The inspection of sling (model number: tss.503; serial number 220318359034) revealed that stitching on one side of the belt was torn. The sling was removed from usage for further evaluation. Additional information will be provided in the next report.

Event description:
It was reported that the resident was being lifted back into her wheelchair by two caregivers with usage of sara flex lift. During this action the sling clip slipped off the connector (caregivers were not sure how it happened) and the sling belt gave away. The resident was lowered to the floor by both caregivers and passive lift was used to transfer her off the floor. No injuries were reported.

Manufacturer narrative:
Arjo has become aware of an event involving sara flex active lift and active sling model tss.503. It was reported that the resident was being lifted from a commode back into her wheelchair, when one of the clips connecting sling to the lift detached and a sling support belt ripped at the stitches. The resident lost balance, but was safety lowered by personal support workers (psws) to the floor. There was no injury sustained. Caregivers were not sure how the event happened, but stated that: "the clip slipped off the connector and the sling belt gave way." It remains unknown how the support belt ended up bearing the weight and tearing the stitching at the seam. The involved lift and sling were evaluated by the arjo representative. The lift was found to be in good condition and no malfunction was detected. The sling was inspected and it was confirmed that stitching on one side of support belt was torn. The sling was removed from usage and returned to the manufacturer. Based on the information received, it appears that during the transfer performed with usage of sara flex active lift with sling the clip detached from the lift. The active lift is a proper transfer device for this category of residents: this resident/patient is incapable of performing daily activities without assistance, but is able to contribute to the action or perform part of the action independently." According to the resident assessment description, this active lift could have been used for her transfer. Following this, the most common and likely root cause for an event where a clip is not in place during the transfer of the person in the sling is that the clip was not correctly put in place and monitored to stay in place, with the straps under tension at the beginning of the transfer. This is the first event of this type related to sara flex lift. The active slings instructions for use (IFU, 04.sf.00-int1_2 october 2014) supplied with the device includes important warnings and information concerning proper and safe use of the device: "to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process." "To avoid injury to the resident, pay close attention when lowering or adjusting the spreader bar." The IFU for active slings also provides illustrations presenting correct way to attach and detach sling clip, applying and removing and sling. It was also reported that stitching of the belt on one side of the sling was torn. The product was returned for the further evaluation to the responsible manufacturer. It was confirmed during the evaluation of the sling that one side of the belt detached from the sling. No other malfunction of the device was noticed. The damage of the support belt was rather a result of the clip slip off, which most probably was not correctly attached to the attachment points on the lifting arm. The belt damage did not led to the detachment of clip. In summary, the most probable factor contributing to the issue occurrence was associated with misusing the clip attachment and incorrectly attaching it to the lift arm, which is against warnings and recommendations presented in the instructions for use. This hypothesis could not be confirmed with a certainty as the caregivers were not able to determine how the incident occurred. According to the customer allegation, the sling clip detached during transfer. The lift was used for a patient handling at the time of event. Based on the collected information about the malfunction the device was not up to the manufacturer's specification as the clip detachment and support belt damage occurred. This complaint was decided to be reported to the competent authorities due to hazard of serious injury upon reoccurrence (sling clip detachment during patient transfer).

Manufacturer narrative:
The sling was returned to the manufacturer for further investigation. According to the visual inspection all clips were according to the specification as no damage was noticed. The stitching was torn on the left side of the sling belt. No other failure was noticed. Additional information will be provided within the next report.